Manufacturer narrative:
The customer shared a photo showing one device with a spinning mechanism labeled as ¿abnormal,¿ and another chemolock device without the spinning mechanism labeled as ¿normal" with an additional label saying the component is different from the normal one's, no additional damage or anomalies are observed. The complaint of labeling can be confirmed. The probable root cause is due to an error during ensenada's process. The device history review lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint. Additional contact information (B)(6).

Event description:
An event involving a chemolock injector, bulk non-sterile. Upon inspection of a returned device, it was found that the device had abnormal label. Additionally, it was reported that a different model was mixed in. The package was fully sealed and intact when received and prior to opening. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Investigation summary: one photo was shared by the customer. Where a spinning mechanism is observed labeled as "abnormal " and another chemolock without spinning mechanism is observed labeled as "normal" with an additional label saying the component is different from the normal one's, no additional damage or anomalies are observed. Based on the photo shared by customer, complaint of different model was mixed can be confirmed. The probable cause was a mix error during assembly process in the assembly plant. Corrective and preventative actions are in process.